Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.50/+1.5/123 (sphere/cylinder/axis), into the patients left eye (os) on 13-dec-2022. Post-op there was minor corneal edema at nasal side. This was the replacement lens for MFR. Report # 2023826-2023-00850. Post-op the patient has stabilized and feels better. The lens remained implanted. The cause of the event was unknown.